Event description:
Customer reportedly received results of 430 mg/dl and 160 mg/dl within 10 minutes on the nano smartview system. No adverse event reported. Requested return of suspect device but customer had discarded strips prior to calling manufacturer. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer discarded test strips prior to contacting manufacturer. Will not be returned to manufacturer.